Event description:
The customer reported that the dental implant did not integrate; no additional information was provided.

Manufacturer narrative:
A follow-up will be submitted with the evaluation results once the investigation is complete. Additional details regarding the incident have been requested from the complainant; any new information provided will also be provided in follow-up report.